Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 3 of 4 on the homechoice machine(hc). The technical service representative(tsr) advised the home patient(hp) that air got into her lines and she would need to end therapy. The tsr assisted the hp to end therapy. The hp says she is always up and down throughout the night disconnecting and probably forgot to close a clamp. The hp decided since she was at the end of drain 3 of 4 she was just going to end therapy for the night. The hp stated she will contact her nurse to see if she needs to do anything about air in the lines. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated she is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.